Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a blood filled blistered without any associated signs of infection developed at the implantable cardioverter de fibrillator (ICD) incision site. The site was monitored; however, it did not fully heal after the blistered opened, and it developed yellowish discharge. Physical exam was then consistent with a pocket infection. The ICD system was explanted and replaced with a subcutaneous implantable cardioverter defibrillator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.